Event description:
The customer reported to olympus that evis exera iii colonovideoscope, air/water channel has no real flow. The issue occurred during the procedure. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water channel had white residual. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; distal end cover insulation recommended to be checked; insertion tube insulation recommended to be checked; there was a cut on switch3 and scratches on switch1; forceps passage had minor scratches; control knob movement was loose and had play; distal end plastic cover had deep dents and scratches; objective lens had chip on the edge; lens guide lens had a chip and pealing glue; bending section cover or distal sheath rubber cracked on both sides; insertion tube had minor scratches; air/water supply had white residual on the channel; control body was missing red paint; and light guide tube had a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.